Event description:
It was reported that an ilet pump generated multiple alert 38 motor stall alarms, the user completed a dry run to 120 units, was advised to change supplies, and later attributed the alarms to the cartridge; the user experienced high glucose near 400 mg/dl for several hours and managed at home with family monitoring. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or lasting impact. Troubleshooting and education were provided to guide the user through a dry run and supply change. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during the exchange, while the device issue was characterized as failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.